Event description:
It was reported that this right ventricular (rv) lead had a shock lead impedance (sli) trend that was approximately 145 ohms. At a later visit, a 41 joule (j) commanded shock was delivered and the sli was about 118 ohms. Then a defibrillation threshold test was performed at 31 j, and this yielded a 79 ohm sli. Serial impedances, after the dft were about 124-146 ohms. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.